Event description:
Pt states that pump just stopped running made some beeping noises, but no error codes showing. Pt states that it was a new battery. Pt was at home so was able to switch to other pump and restart med in 20 minutes. No issues so far. Device malfunction: the reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Diagnosis or reason for use: pah. Reported to cvs/caremark by pt/caregiver.